Manufacturer narrative:
As reported, 4 days after the use of a 6f ¿/7f mynx control vascular closure device (vcd), the patient was heard speaking about a surgery that he will have to undergo due to a pseudoaneurysm. It was confirmed later on with the physician that patient will undergo a follow-up surgery, adding that mynx control failed to properly close the arteriotomy contributing to the event of pseudoaneurysm. The product was stored as per labeling and opened in sterile field. The type of procedure the mynx vcd was used in was interventional peripheral. The procedure used a retrograde approach. The deployer was in training with the mynx control. A 6f non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at or near the puncture site. Heparin was used. There were no multiple stick attempts made before intravascular access was achieved according to the physician. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). Hemostasis was achieved and patient was discharged and returned 3 days later. Other additional procedural details were requested but were unknown. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿inability to achieve hemostasis¿ and ¿pseudoaneurysm¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. A pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery ( a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. Causes of pseudoaneurysm formation reportedly include fracture of the stent, dissection of the vessels, wall instability, and infection of the stent. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall creating a pseudoaneurysm. This is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the IFU which is not intended as a mitigation of risk, the user should remove the device from the patient while maintaining fingertip compression on the skin. The user should continue to apply fingertip compression for up to 1 minute or as needed and apply a sterile dressing once hemostasis is achieved. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, 4 days after the use of a 6f ¿ 7f mynx control vascular closure device (vcd), the patient was heard speaking about a surgery that he will have to undergo due to a pseudoaneurysm. It was confirmed later on with the physician that patient will undergo a follow-up surgery adding that mynx control failed to properly close the arteriotomy, contributing to the event of pseudoaneurysm. The product was stored as per labeling and opened in sterile field. The type of procedure the mynx vcd was used in was interventional peripheral. The procedure used a retrograde approach. The deployer is in training with the mynx control. A 6f non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at or near the puncture site. Heparin was used. There were no multiple stick attempts made before intravascular access was achieved according to the physician. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). Hemostasis was achieved and patient was discharged and returned 3 days later. Other additional procedural details were requested but were unknown. The device will not be returned for evaluation because it was disposed of by hospital.